Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was evaluated. A visual inspection found the needle to be retracted, and the handle luer to be stripped. The report of the needle being unable to retract was not able to be confirmed. A functional evaluation was performed and the needle was able to be extended and retracted without difficulty. However, the report of luer damage was confirmed. The syringe was unable to be tightened onto the handle luer, due to the threads of the handle luer being stripped. Based on the analysis of this complaint and the information provide the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a biopsy procedure at the carina. According to the complainant, the needle could be extended but not retracted. The complainant also noted that there appeared to be damage to the threads of the syringe. A second tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a biopsy procedure at the carina. According to the complainant, the needle could be extended but not retracted. The complainant also noted that there appeared to be damage to the threads of the syringe. A second tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.